Manufacturer narrative:
Reliability analysis inspected 6 opened/used enlite sensors and performed visual inspection and found 1 of 6 sensors with cannula broken and missing broken part. The 5 remaining sensors had bicarbonate buffer test performed and found 2 of 5 failed per specifications 1 of 2 failed with high readings and 2nd failed with low readings. The other 3 sensors passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. Customer stated that the sensor glucose would read 100 points apart from the blood glucose level and he received a bad sensor and change sensor alerts. Blood glucose value was 85 mg/dl. The customer stated this happened with multiple sensors. Customer stated the sensors did not have any visible damage. The sensors were replaced and returned for analysis.